Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The battery pack has an expiration date of june 2025 and the pads have an expiration date of september 2026. The maintenance schedule is reported as weekly. Trouble shooting with the customer: the caller used an alternate battery pack and the AED displayed a service code for 'battery voltage (mv)', which may be caused by cycles of incomplete self-tests due to depleting battery. The asi is flashing green after a manual self-test was performed. The AED is ok to remain in service with the alternate battery pack. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.